Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd syringe 3ml ll was cracked 1 piece of the 3ml syringe lot : 4327951 was found crack during serving of medication to patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.